Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibial cutting blocks lm and rm were very worn down; just wear and tear on instruments. They are very close to completely snapping where the breadknife saw is used vertically on the tibial cutting block. Was surgery delayed due to the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : noticed that tibial cutting blocks lm and rm were very worn down. Just wear and tear on instruments. They are very close to completely snapping where the breadknife saw is used vertically on the tibial cutting block. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed sigma hp uni tib cut blk rm/ll is not only worn out, but also has deep scratches above the cutting section where the saw blade enters. The damage observed in the provided evidence is consistent with a saw blade making contact with the device outside of its intended range/cutting section. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the sigma hp uni tib cut blk rm/ll would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Additional information was received and it was stated that there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.